Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2021-01208. It was reported that the patient experienced ineffective therapy following multiple aggressive workout routines. The l5 and s1 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Issue resolved.